Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 3.8. Date: (B)(6) 2013, lab: 6.6. Time between testing was reported as one day. Patient's therapeutic range is unknown. Patient self tester (pst) reported visiting the hospital for abnormal bruising on (B)(6) 2013 where they received vitamin k therapy and was directed to hold coumadin dose.

Manufacturer narrative:
Time between inratio and reference test was reported to be approx 24 hours, this exceeds the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. For this reason, no further comparison analysis of this reported result is appropriate. Customer was not able to obtain the correct sample size, and touched the strip during the sample application. These factors can impact the sample migration resulting in accurate inr result. The last in-house therapeutic donor testing performed on reported lot 305273 on (B)(6) 2013, yielded the following results: all replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. The data points provided exceeded 3 hour testing window. It is not possible rule out that the change in value was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. There could not be ruled out as a cause of the unexpected results. (B)(4). This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.